Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 33.5 cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode was exhibiting high out of range shock impedance measurements of greater than 400 ohms. Oversensing of noise was also observed. An x-ray taken showed the electrode had fractured. At this time, tachy therapy has been programmed off and the electrode remains implanted in the patient. No adverse patient effects were reported. Additional information indicated surgical intervention was later performed and the electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was exhibiting high out of range shock impedance measurements of greater than 400 ohms. Oversensing of noise was also observed. An x-ray taken showed the electrode had fractured. At this time, tachy therapy has been programmed off and the electrode remains implanted in the patient. No adverse patient effects were reported.